Event description:
A medtronic rep reported that while at a site no applications would load and the stealthstation treon guidance system would not shut down. This event did not occur during surgery and no pt was present.

Manufacturer narrative:
Pt info was not provided as no pt was present. RMA issued. Replacement gemstone cpu shipped (B)(4) 2011. The surgeon requested an older version of the software and the downgrade remedied the reported issue.